Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent had detached from the catheter and was not returned for analysis. The balloon wings were folded at the center, but appear slightly unfolded at the balloon cones possibly causing the stent to "dogbone" (due to minor positive pressure on the balloon the stent expands at both ends only). This may have contributed to the stent dislodgement. Blood was visible inside the inflation lumen and balloon indicating a leak was present at the time of the procedure. The hypotube was broken 457mm from the manifold strain relief. The break was brittle, showing evidence of a kink (flattening) having been present prior to breakage. The break appears to have occurred inside the patient, causing blood to flow into the inflation lumen and balloon. The hypotube was furthermore kinked at various locations; 45mm from the strain relief and 8mm and 45mm proximal to the break site. The distal outer was kinked at two locations, 9 and 12cm from the proximal balloon bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break and stent dislodgement occurred. Coronary angiography exposed a subtotal occlusion of the ostial cx. Vascular access was obtained via the femoral artery. The 90% stenosed, >45 ad <90degree, concentric shaped, 10mm in length target lesion was located in the moderately tortuous, 3.5mm in diameter left circumflex artery (lcx). The lesion was pre-dilated with a 2.00mm balloon catheter at 20 atm. This 3.5x12mm promus premier stent delivery system (sds) was advanced through the 6fr guide catheter towards the stenosis. Resistance was experienced during advancement in the guide catheter and some resistance during the advancement in/beyond the stenosis. The angle from lad into the cx was >45-<90. In order to position the stent better in the lesion, the stent was moved in a proximal direction. During this some resistance was met and suddenly the upper part of the sds was in the physicians hand while the rest was still in the guide catheter and patient. The sdds part that was stuck in the patient was removed using a microsnare. It was noted that the break occurred approx. 2-3cm from the first proximal marker. During the removal of the sds suddenly the stent got disconnected from the sds. It was noted that the sds balloon was not inflated yet. The physician succeeded to wire the stent again with a non-bsc guidewire and the stent was dilated with an unspecified 2.00 mm balloon. After this a 3.00 x 26 mm non-bsc stent was placed "under" promus premier. The 3.00 x 26 mm non-bsc stent was postdilated with its own sds balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break and stent dislodgement occurred. Coronary angiography exposed a subtotal occlusion of the ostial cx. Vascular access was obtained via the femoral artery. The 90% stenosed, >45 ad <90 degree, concentric shaped, 10mm in length target lesion was located in the moderately tortuous, 3.5mm in diameter left circumflex artery (lcx). The lesion was pre-dilated with a 2.00mm balloon catheter at 20 atm. This 3.5x12mm promus premier stent delivery system (sds) was advanced through the 6fr guide catheter towards the stenosis. Resistance was experienced during advancement in the guide catheter and some resistance during the advancement in/beyond the stenosis. The angle from lad into the cx was >45-<90. In order to position the stent better in the lesion, the stent was moved in a proximal direction. During this some resistance was met and suddenly the upper part of the sds was in the physicians hand while the rest was still in the guide catheter and patient. The sdds part that was stuck in the patient was removed using a microsnare. It was noted that the break occurred approx. 2-3cm from the first proximal marker. During the removal of the sds suddenly the stent got disconnected from the sds. It was noted that the sds balloon was not inflated yet. The physician succeeded to wire the stent again with a non-bsc guidewire and the stent was dilated with an unspecified 2.00 mm balloon. After this a 3.00 x 26 mm non-bsc stent was placed "under" promus premier. The 3.00 x 26 mm non-bsc stent was postdilated with its own sds balloon. No patient complications were reported and the patient's status is stable.